Event description:
Customer reported intermittent system lock ups. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery and interconnect cable. System operates as intended. This MDR is related to ge healthcare complaint number.